Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left main pulmonary artery using an indigo system separator 8 (sep8). During the procedure, upon insertion of the sep8 into the y-connector attached to an indigo system aspiration catheter 8 (cat8), the physician found a piece of material before passing through. The physician then retracted the sep8 and discovered the cone of the separator was broken. Therefore, the sep8 was removed and the procedure was completed using only the cat8. There was no report of an adverse effect to the patient.